Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-apr-2024 and 24-apr-2024, it was reported that the patient faced three infusion set canunula bent events. The events occured within 3 hours of insertion for all the events. The insertion site was at the abdomen and buttocks. The blood glucose level was 356 mg/dl at the time of event. The patient replaced the infusion sets and resumed the insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1877283 - MDR - device 3 of 3.